Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed de novo lesion was located in the moderately tortuous unknown artery. The 15mm x 3.5mm maverick2 balloon catheter was selected and ruptured at 12 atms. The procedure outcome is unknown. No patient complications were reported and the patient's status is good. Additional information was requested and no additional detail is available.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 3.9 mmol/l and 7 mmol/l within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.